Manufacturer narrative:
Event date: approximated based on the date the manufacturer was aware of the event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion of the tubing that connects the pump to the cylinders. The device was removed and replaced.